Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the transmitter lost connection with the pump. Customer had low blood glucose levels (41 mg/dl). The customer addressed low bg levels with glucose tablets. Reportedly, the customer wore the pump on the opposite side of the body from the sensor and transmitter. Customer moved the pump closer to the sensor and transmitter and the reported issue resolved.